Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). 8100 unit channel error customer brandon called in for help on 8100 unit was remove from floor with tag saying channel error no error codes before call in customer had ran the error logs no error codes shows it did show channel error unit was improper remove from main unit while on. Instead of power unit off first. Before customer called in he had ran a small infuse on the unit no errors pop up. Could not see any problem.